Event description:
Caller alleged that the multi-drug multi-line screen test device sponge dislodged from the collector handle while collecting oral fluid specimens. This device is for forensic use only. Info reported as follows: date: (B)(6) 2013; case number: (B)(6); lot number doa2110367/b121003/b121001; quantity: (B)(4). The following cases were reported under a separate medwatch form. Date: (B)(6) 2013; case number: (B)(6); lot number doa2110317/b21003; quantity: (B)(4). On (B)(6) 2013; (B)(6); doa2110317/b21003; (B)(4). On (B)(6) 2013; (B)(6); doa2110317/b21003; (B)(4). On (B)(6) 2013; (B)(6); doa2110317/b21003; (B)(4) and on (B)(6) 2013; (B)(6); doa2110317/b21003; (B)(4). There were no reported adverse pt sequela. There were no add'l info provided.

Manufacturer narrative:
This device is 510k exempt for forensic use only. Investigation: the lot number, product number and product description were verified. The devices were not returned for investigation. Evaluation of the retain samples confirmed the customer's complaint. A review of all lots within a (B)(4) shelf-life was conducted. CAPA (B)(4) was opened for this issue. The following cases were reported under a separate medwatch form. Case number: (B)(6), lot number doa2110317/b21003, medwatch form: 2027969-2013-00496; (B)(6), doa2110317/b21003, 2027969-2013-00496; (B)(6), doa2110317/b21003, 2027969-2013-00496; (B)(6), doa2110317/b21003, 2027969-2013-00496; and (B)(6), doa2110317/b21003, 2027969-2013-00496.